Manufacturer narrative:
The insulin pump was received with a trace pointers are invalid alarm during rewind due to dried insulin on the motor slide. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to trace pointers are invalid alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that no motor movement or negligible movement. The customer's blood glucose value was 257 mg/dl. Customer reported they were able to clear the alarm. Customer stated insulin pump alarmed no motor movement or negligible movement again during rewind. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.